Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was having an impella 5.5 implant and the guidewire became mangled upon implanting the pump. A new wire was used from a different kit successfully. No patient harm or pump harm was noted.

Event description:
Additionally, there were placement signal not reliable alarms. The audio was disabled and support continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Delivery issue: the clinical details state that during an impella 5.5 insertion, the 0.018" abiomed guidewire was mangled. The patient had a small aortic arch. There were no abnormalities noted upon removing the guidewire from packaging. It was noted that the guidewire was over advanced, which resulted in looping and therefore difficulty advancing the pump. No product was returned. Based on the clinical details, the cause of the delivery issues is most likely due to a guidewire kink most likely from use as the guidewire was over advanced. Product damage (guidewire kink): the clinical details state that during an impella 5.5 insertion, the 0.018" abiomed guidewire was mangled. The patient had a small aortic arch. There were no abnormalities noted upon removing the guidewire from packaging. It was noted that the guidewire was over advanced, which resulted in looping and therefore difficulty advancing the pump." No product was returned. The cause of the product damage (guidewire kink) was most likely use-related as clinical details note that the guidewire was over-advanced. Optical signal issue: clinical details state that there were psnr alarms on (B)(6) 2025. Neither the pump nor console were replaced. Data log review showed a decrease in ps about three months into support. The placement signal (ps) decreased from around 80 mmhg to around -100 mmhg before going out of range for the rest of the case. The signal-to-noise ratio (snr) and contrast were variable and widespread at this time. Gain and light were stable. The pattern was characteristic of sensor silicone wear. No product was returned. The cause of the optical signal issue was most likely sensor wear since data logs shows a decrease in ps characteristic of sensor wear about three months into support, which is beyond the intended design life of 60 days. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates, h6 health effect - impact code. H6 medical device problem code. H6 type of investigation. H6 investigation findings. H6 investigation conclusions.